Event description:
It was reported the patient's device was showing high impedance readings. It was stated impedances of >4,000 ohms were found on the patient's device. It was also reported the patient experienced a loss of therapeutic effect. It was later stated the patient was found to have a fractured lead, which would require revision. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)